Manufacturer narrative:
Submit date 5/4/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer reports that it was not possible to deflate the small balloon. The catheter collapsed. The urologist came and burst the small balloon with water. There were no consequences for the patient.

Manufacturer narrative:
No sample was received for the evaluation. This lot number was manufactured as per defined device master record. All acceptance criteria were met and this batch was released meeting all the acceptance criteria. Since the sample was not received for evaluation, the reported condition could not be confirmed. The possible root cause for non-deflation is usually associated with the inflation medium mechanism in route into the retaining balloon. The off center orifices that are located too near to the edges of the balloon will lead to pressure exerted in a non-symmetrical manner which can create blockage on the orifice. Corrective action will be limited to manufacturing awareness. This complaint will be recorded for tracking and trending purposes.